Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during the post-op check. High, out of range, lead impedance was noted on hv lead. The lead was explanted and replaced. No adverse consequences were reported.